Event description:
It was reported procedural thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device was deployed. During a partial recapture to reposition the closure device, a clot was noted behind the closure device. The decision was made to leave the closure device where it was although not all the release criteria were met. There was concern that the clot could escape if the closure device was recaptured. Therefore, the closure device was released and implanted. The patient's activated clotting time was between 200 and 300 seconds and no patient complications were noted.